Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced very high blood glucose of 300 to 503 mg/dl. The customer¿s blood glucose level was 504 mg/dl, and his current blood glucose is 589 mg/dl. The customer was treated his high with bolus. Customer states that infusion set was bent, changed the set and the blood glucose are still climbing. Bolus, eats nothing, blood glucose rise blood glucose in the 300s mg/dl. The customer experienced symptoms such as dizziness, weakness. Customer will be going to the hospital. The insulin pump will not be returned for analysis.